Event description:
Respiratory therapist (rt) installed temp probe on ventilator and removed heat and moisture exchanger (hme). Immediately tidal volumes rose. At first, they stayed around 200 to 250 ml higher than previous volumes. Rt went over installation of the temp probe and determined that it was done correctly. After about 15 minutes, rt observed a sharp increase in tidal volumes at which time the ventilator alarmed and displayed message of "not ventilating. Provide alternate ventilation. Safety valve activated." We replaced ventilator with stand-by ventilator and used an hme instead of heated wire. Everything went back to normal parameters. The nurse did remove the circuit from the failed ventilator. I understand that this could affect diagnosing the problem.